Manufacturer narrative:
No sample could be provided for further investigation. The cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary. Quality control was performed on the day of the event and was acceptable. The investigation is ongoing. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received a questionable anti-sars-cov-2 elecsys result for one patient from cobas 6000 e601 module serial number (B)(4). The patient tested positive for corona covid 19 via pcr in three consecutive scrape tests mid-(B)(6) 2020 (week 16 of 2020). The cov-2-positive pcrs were performed by swab laryngo-pharyngeal scrape test but no exact date of testing was known. Mild symptoms were described during acute infection. The patient was tested with pcr cov-2 during the week of (B)(6) 2020 and the result was negative. No specific date of testing was known. On (B)(6) 2020, the patient's serum was used for two elecsys antibody tests and the results were both 0.3 coi (negative). It was not known of the questionable result was reported outside of the laboratory.